Event description:
Per complaint (B)(4), a patient presented for dental implant placement. After the implant was placed, the doctor attempted to place the cover screw: the screw would not engage into the implant body. The implant was removed and replaced within the same procedure.

Manufacturer narrative:
Follow-up submitted to report device evaluation results.